Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuosity and technique. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient was reported to have a significant history for previous lower extremity deep vein thrombosis (dvt) as well as a strong family history of dvt. The patient had suffered a fall and then fractured the left tibia and fibula requiring open repair. A duplex was obtained, which revealed acute dvt in the left lower extremity. Placement of a retrievable filter was indicated in order to prevent or minimize the risk of pulmonary emboli, since the patient could not be adequately anticoagulated due to the significant medical history. The bilateral groin areas were prepped and draped in the usual sterile fashion. A micro puncture needle was utilized to access the vein without difficulty and a guidewire was advanced into the inferior vena cava under fluoroscopy. An inferior vena cavagram was performed, revealing no evidence of thrombus within the cava. The vein was of good caliber and the level of the renal veins was marked. The filter was brought up to this location and deployed under continuous fluoroscopy. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Approximately six years and nine months after the filter was implanted, there was no longer a need for anticoagulation and an endovascular removal of the filter was attempted. General anesthesia was induced, and the patient was intubated. Using ultrasound guidance, the right common femoral vein was identified and was accessed with a micro puncture needle. A digital subtraction venogram was performed which showed patency of the inferior vena cava, although there was filling defects within the inferior vena cava (ivc) especially around the ivc filter (likely chronic thrombus). Ultrasound guidance was used to identify the right internal jugular (ij). Using a catheter and a stiff glidewire the surgeon was able to hook along the distal portion of the filter. The retrieval hook had been known to be embedded within the wall. After hugging the inferior vena cava filter, the surgeon used an en-snare device to grab the end of the glidewire. This was then brought through a sheath and clamped in place. Another glidewire was used to hook the tip of the filter. The surgeon again used the en-snare device to grab the end of the glidewire and brought this through the sheath, and with gentle traction attempted to recapture the ivc filter from the femoral vein. However; was not able to maneuver the tip of the filter into the sheath and attempted to bring the filter in through the ij sheath. The sheath however did not fully reach to advance over the filter. The surgeon was then able to capture the filter tip into the sheath and the filter was then removed. Upon inspection of the filter, there was a proximal prong that was partially missing. This was seen to be remaining within the ivc, which is likely chronically scarred in, and the surgeon opted to leave this in place. Completion venograms were performed that showed likely a small disruption to the vena cava, without significant extravasation. Filling defects remained within the vena cava where the prior filter had been in place. This was not significantly different from the preoperative images. The patient tolerated the procedure well and transferred to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and nine months after the filter implantation. The patient reports fracture of the filter with fractured filter struts retained within the inferior vena cava and a fracture prong chronically scarred within the inferior vena cava; in addition to filter embedment, blood clots, clotting and or occlusion of the ivc and severe stenosis at site of the filter, percutaneous removal of the filter along with ivc venoplasty and stent placement in the ivc post filter removal. The patient further asserts to have suffered chest pain, shortness of breath, swelling and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt. The patient subsequently reported becoming aware of filter fracture, a fractured prong chronically scarred within the inferior vena cava (ivc), filter embedment, blood clots, clotting and or occlusion of the ivc and severe stenosis at site of the filter, percutaneous removal of the filter along with ivc venoplasty and stent placement in the ivc post filter removal, approximately six years and nine months post implant. The patient also reported experiencing chest pain, shortness of breath, swelling and anxiety related to the filter. According to the implant record the indication for the filter implant was right lower extremity deep vein thrombosis (dvt) with a history of recurrent dvt and the need for surgical repair of a left tibial/fibula fracture. The filter was placed via the right common femoral vein and deployed in the infrarenal position. The patient tolerated the procedure well. Approximately six years and nine months post implant an endovascular removal of the filter was attempted as there was no longer a need for anticoagulation. Access was obtained from the right femoral vein and the right internal jugular vein. A digital subtraction venogram was performed which showed patency of the inferior vena cava, although there was filling defects within the ivc especially around the ivc filter (likely chronic thrombus). After some initial difficulty maneuvering the tip of the sheath, the filter was captured in a long 12fr sheath and then removed. Upon inspection of the filter there was a proximal prong noted to be missing and was seen remaining within the inferior vena cava (ivc), the physician opted to leave it in place as it was likely chronically scarred in. Completion venograms were then performed and showed remaining filling defects within the ivc where the prior filter had been placed, this was noted as not significantly different from preoperative images. Both sheaths were removed, hemostasis obtained, the patient was extubated and transferred to the recovery room. The patient tolerated the procedure well. The removal procedural note did not mention venoplasty or stenting of the ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusive thrombosis and stenosis within the filter and/or vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events. It is unknown if the removal attempts contributed the filter fracture. Anxiety, pain, shortness of breath and swelling do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.